Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 187 mg/dl. Pt then injected 12 units of insulin instead of their normal 4 units prescribed by their doctor. Pt then had a hypoglycemic event. Emt's were called and their meter read 35 mg/dl. Pt was treated with an IV and taken to the hospital. A level 1 glucose control was run on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.